Manufacturer narrative:
Initial 1 of 2.e1: patient country: spainname: (B)(6)street:(B)(6). Based on the available information, this event is deemed to be a reportable malfunctionto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set fell off during use on (B)(6) 2026.